Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "short-term results of the s-rom-a femoral prosthesis" written by kensuke kido, md, mikihiro fujioka, md, phd, kenji takahashi, md, phd, keiichiro ueshima, md, tsuyoshi goto, md, and toshikazu kubo, md, phd published by the journal of arthroplasty vol. 24 no. 8 2009 accepted 15 march 2009 was reviewed. The article's purpose: "to evaluate the effect of tha using the s-rom-a femoral prosthesis on clinically and radiographically relevant variables, including thigh pain, dislocation, neck anteversion, and osteolysis." The data was compiled from 68 hips and 56 patients with a mean follow up period of 27.8 months (12 males and 44 females with average age of 57.1 years). Depuy products utilized: srom stem, sleeve, cocr head, poly liner, duraloc cup, locking ring. It is noted that 3 non-depuy cups were utilized within the study population. Adverse events: intermittent thigh pain that did not limit patient's activity (1), c identified (specific anatomical landmark not provided) perioperatively healed with cerclage wire (2), femoral nerve palsy head completely with conservative treatment (1). The article further states "there were no deep infections, dislocations, or revisions because of aseptic loosening's. The article does not provide adequate information to determine accurate quantities. The article does not provide any further information regarding interventions to address the adverse events.